Event description:
It was reported that a lead integrity alert triggered for non-sustained ventricular tachycardia and short v-v episodes on the right ventricular (rv) lead. It was noted that there was noise causing oversensing on both nearfield and farfield vectors. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.